Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three times due to high blood glucose and low blood glucose levels. Initially customer was admitted on (B)(6) 2020 for low blood glucose level of 7 mg/dl and twice more for high blood glucose level for 1100mg/dl and 800+mg/dl within the next week and was treated with insulin drip. Customer was in emergency room as a result of low blood glucose level. Also the customer was treated with manual injection for high blood glucose and with food for low blood glucose. Troubleshooting was done for high and low blood glucose. Customer had been using the insulin pump within 48 hours of reported for high and low blood glucose. Customer stated auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.